Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (b)((6) 2006, patient underwent following procedure: bilateral posterolateral fusion, l4-5, l5-s1. Posterolateral pedicle screws, l4-5 and l5-s1, using xia ii polyaxial titanium pedicle screws. Posterior lumbar interbody fusion at l4-5 and l5-s1 using peek cages 4. L5 and l4 laminectomies. Bilateral l4-5 and l5-s1 lateral recess foraminal decompression and discectomy. Harvesting of local bone graft 7. Use of rhbmp-2/acs 8. Use of intraoperative nerve monitoring, neurovision 9. Placement of bilateral on-q painbuster pumps pre-op diagnosis: degenerative disease, foraminal stenosis, l4-5, l5-s1 as preop notes: ".. We then reamers and broaches, sized patient to 11 x 11 x 25 4 degree peek cages at l4-5 and l5-s1. We were able to get two cages in at l5-s1 and one cage at l4-5.. We decorticated in each of the bilateral gutters. Using rhbmp-2 sponges and local bone graft that was cleaned of soft tissue and ran through bone grinder, we filled each of the bilateral gutters.. No complications were reported.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.